Manufacturer narrative:
(B)(4). Baxter medical assessment: while it is not possible to determine whether the veritas collagen matrix itself or other surgery (extensive coagulation, tissue manipulation, the breast implant, suture material) or patient related factors have caused the inflammatory reaction with seroma formation, we cannot exclude that the collagen implant has caused or contributed to the seroma formation. A follow-up report will be submitted upon review of the investigation results.

Event description:
The following was reported from a baxter sponsored study: protocol #: (B)(4); study: (vibe) veritas in non-bridging ventral hernia repair; site #: 01; subject #:(B)(6). Initials: (B)(6).; gender: male; dob: (B)(6) 1956; weight: (B)(6); site reported medical term for event: seroma. Etiology and location of hernia: recurrent incarcerated ventral hernia located in the abdomen. Size of hernia: 375 cm2. Hernia occurrence: first recurrence. Date of primary repair: (B)(6) .2010 material previously used: mesh. Repair material: composix e/x (bard). Date of surgery: (B)(6) 2011. Surgical wound: class 2 - clean/contaminated. Hernia grading score: grade 3 potentially contaminated. Surgical technique: underlay with component separation. Was an antibiotic solution used to soak the veritas or irrigate during the procedure? No. Affixation: sutures. Was veritas fenestrated? No. Was a drain placed? Yes. Drain was removed on (B)(6) 2011. Was a negative pressure wound device used? No. Was primary closure achieved in this surgery? Yes. Date of hospital discharge: (B)(6) 2011. Date of event onset: (B)(6) 2012. On (B)(6) 2012, ultrasound guided aspiration with 700cc cloudy yellow fluid, no infection. Subject admit on (B)(6) 2012 with abdominal pain. (B)(6)2012 abdominal series with no acute findings. (B)(6) 2012, ultrasound ruq abd. Findings were no acute findings. On (B)(6) 2012, CT abd with contrast findings fluid collection in the midline ventral abdomen wall. (B)(6) 2012, percutaneous drainage of lymphocele, which is slightly turbid in appearance. An 8 french locking pigtail drain was placed. 200 ml of straw colored fluid was removed, negative for infection. Drain was dc/d on (B)(6) 2012. Subject discharged from hospital on (B)(6) 2012. Outcome of patient: resolved. The site deemed this sae as not related to the product, but related to the procedure.

Manufacturer narrative:
(B)(4). Per communication with synovis, it was identified that this event was previously opened under complaint number (B)(4) and reported to the FDA under MDR # 2183620-2012-00053 by synovis prior to the integration with baxter. This complaint ((B)(4)) will be closed, as all investigations and reporting have been conducted under synovis complaint number (B)(4) for this reported event.